Event description:
A consumer had essure implanted in the hospital under anesthesia for contraception. Pain started right after she woke up from the procedure. It was a very strong pain and they gave her more medication to put her to sleep. She also experienced bleeding for two weeks straight on and off. She went to a doctor concerning these symptoms and the diagnosis given was a possible allergic reaction to the nickel in the device. Her hcp (healthcare professional) started her on antibiotics and she was given an injected (ceftriaxone) and tablets (azithromycin) for an infection and tylenol and ibuprofen for the pain. She also was experiencing back pain and when carrying the five month old baby she got a shocking, poking pain in the lower pelvic area. Essure was removed laparoscopically. Both fallopian tubes were removed along with the coils. She is still recovering from the removal procedure and she feels a lot better after the removal.

Manufacturer narrative:
Data correction for us reporting: the code knh was replaced with hhs.